Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer after beginning the use of a new calibrator and new reagent. The abbott customer technical advocate (cta) asked the customer to check dispensers 1 and 3, replace the lamp, decontaminate lines 1, 3, and 4, and recalibrate. All the recommended troubleshooting was performed without resolution. The cta instructed the customer to centrifuge the cal 1 for diagnostic purposes. After centrifuging, the calibration failed again. The cta sent the customer replacement calibrators. After receiving the new calibrators and centrifuging them prior to use, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.